Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop, causing a laceration that was treated to stop the bleeding and the wound was closed. It was also reported that the procedure was completed successfully. No further information is available at this time.